Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain and cramping/pain in her abdomen/pain on her right side"), ovarian haemorrhage ("large blood clot on her right ovary"), genital haemorrhage ("abnormal heavy bleeding"), ovarian vein thrombosis ("right ovarian vein thrombosis") and petit mal epilepsy ("petit maul seizures") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 1997, (B)(6) 2000, (B)(6) 2009), vaginal delivery, migraine type headaches, neck pain, depression, arthritis, cyst removal, regional nerve block and eye operation. Alcohol use and drug use were denied. Previously administered products included for an unreported indication: birth control pill from 2004 to 2009. Concurrent conditions included obesity, deep vein thrombosis, petit mal convulsion, bicornuate uterus and ex-smoker. Concomitant products included medroxyprogesterone acetate (depo-provera) in 2009 for birth control. On (B)(6) 2009, the patient had essure inserted. In november 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and menorrhagia ("prolonged menses"). On an unknown date, the patient experienced ovarian haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), ovarian vein thrombosis (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), petit mal epilepsy (seriousness criteria disability and medically significant) and frustration tolerance decreased ("frustrated"). The patient was treated with anticoagulant sodium citrate, surgery (unilateral salpingo-oopherectomy and total hysterectomy (uterus and cervix removed) on (B)(6) 2015), surgery (unilateral salpingo-oopherectomy and total hysterectomy (uterus and cervix removed) on (B)(6) 2015) and surgery (on (B)(6) 2015 unilateral salpingo-oophorectomy and total hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain had not resolved, the ovarian haemorrhage, genital haemorrhage, ovarian vein thrombosis, dysmenorrhoea, menorrhagia and back pain had resolved and the petit mal epilepsy and frustration tolerance decreased outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, frustration tolerance decreased, genital haemorrhage, menorrhagia, ovarian haemorrhage, ovarian vein thrombosis and petit mal epilepsy to be related to essure. The reporter commented: from medical records: on (B)(6) 2009, essure was implanted without complications under general anestesia. The procedure was well tolerated by the patient and there was no blood loss. On (B)(6) 2015, laparoscopic right oophorectomy and vaginal hysterectomy was performed. Blood loss during the procedure was estimated to be about 500 ml. There were no operative complications. Since the essure reversal surgery, plaintiff has reported that some of her symptoms have not fully resolved and that she still experiences pain on her right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41 kg/sqm. Computerised tomogram - in (B)(6) 2015: a large blood clot on her right ovary computerised tomogram abdomen - on (B)(6) 2015: no acute appendicitis hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion, no filling of the tubes. (B)(6) 2009: the examination under anesthetic revealed slightly bulky uterus with no adnexal masses. Hysteroscopic examination of the uterine cavity revealed a bicornuate uterus versus a 5ubseptate uterus and both tubal ostia were identified. There were no other abnormalities. No uterine polyp and no sub mucous fibroids. In sep-2013, hysterosalpingogram was performed and the result of which fallopian tubes were fully occluded and the coils were in the proper placement. Concerning the injuries reported in this case, the following one was described in medical records: ovarian vein thrombosis. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 11-jul-2018: plaintiff fact sheet- event frustrated was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain and cramping/pain in her abdomen/pain on her right side"), ovarian haemorrhage ("large blood clot on her right ovary") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2015, the patient experienced ovarian haemorrhage (seriousness criterion medically significant). In 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses") and back pain ("severe back pain"). The patient was treated with surgery (partial hysterectomy, removal of uterus and right ovary on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, ovarian haemorrhage and back pain had not resolved and the genital haemorrhage, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, genital haemorrhage, menorrhagia and ovarian haemorrhage to be related to essure. The reporter commented: essure was implanted without complications. Since the essure reversal surgery, plaintiff has reported that some of her symptoms have not fully resolved and that she still experiences pain on her right side. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in (B)(6) 2015: a large blood clot on her right ovary in (B)(6) 2013, hysterosalpingogram was performed and the result of which fallopian tubes were fully occluded and the coils were in the proper placement. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 26-apr-2017: quality safety evaluation for product technical complaint. Company causality comment: this litigation report refers to unspecified aged female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009 and reported adverse events including abdominal pain and cramping/pain in her abdomen/pain on her right side, large blood clot on her right ovary and abnormal heavy bleeding (regarded as genital bleeding). She underwent a partial hysterectomy, removal of uterus, right ovary and essure coils on (B)(6) 2015. Genital bleeding and abdominal pain are highly prevalent in women and may have multiple causes. In this case, patient had ovarian bleeding which may have had a contributory role in her pain in abdomen. Neither the etiology of her ovarian bleeding nor information regarding essure coils location during the reported surgery were provided. This case was classified as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information will be obtained through the litigation process

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain and cramping/pain in her abdomen/pain on her right side"), ovarian haemorrhage ("large blood clot on her right ovary"), genital haemorrhage ("abnormal heavy bleeding") and ovarian vein thrombosis ("right ovarian vein thrombosis") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 1997, (B)(6) 2000, (B)(6) 2009), vaginal delivery, migraine type headaches, neck pain, depression, arthritis, cyst removal, nerve block and eye operation. Alcohol use and drug use were denied. Previously administered products included for an unreported indication: birth control pill from 2004 to 2009. Concurrent conditions included obesity, deep vein thrombosis, petit mal convulsion, bicornuate uterus and ex-smoker. Concomitant products included medroxyprogesterone acetate (depo-provera) in 2009 for birth control. On (B)(6) 2009, the patient had essure inserted. In november 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and menorrhagia ("prolonged menses"). On an unknown date, the patient experienced ovarian haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain") and ovarian vein thrombosis (seriousness criterion medically significant). The patient was treated with surgery (unilateral salpingo-oopherectomy and total hysterectomy (uterus and cervix removed) on 13-may-2015. Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, ovarian haemorrhage and back pain had not resolved and the genital haemorrhage, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, genital haemorrhage, menorrhagia, ovarian haemorrhage and ovarian vein thrombosis to be related to essure. The reporter commented: from medical records: on (B)(6) 2009, essure was implanted without complications under general anestesia. The procedure was well tolerated by the patient and there was no blood loss. On (B)(6) 2015, laparoscopic right oophorectomy and vaginal hysterectomy was performed. Blood loss during the procedure was estimated to be about 500 ml. There were no operative complications. Since the essure reversal surgery, plaintiff has reported that some of her symptoms have not fully resolved and that she still experiences pain on her right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41 kg/sqm. Computerised tomogram - in may 2015: a large blood clot on her right ovary computerised tomogram abdomen - on (B)(6) 2015: no acute appendicitis hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion, no filling of the tubes (B)(6) 2009: the examination under anesthetic revealed slightly bulky uterus with no adnexal masses. Hysteroscopic examination of the uterine cavity revealed a bicornuate uterus versus a 5ubseptate uterus and both tubal ostia were identified. There were no other abnormalities. No uterine polyp and no sub mucous fibroids. In sep-2013, hysterosalpingogram was performed and the result of which fallopian tubes were fully occluded and the coils were in the proper placement. Concerning the injuries reported in this case, the following one was described in medical records: ovarian vein thrombosis. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records provided. Patient demographic details added, essure insertion date updated from aug-2009 to (B)(6) 2009, new lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain and cramping/pain in her abdomen/pain on her right side"), ovarian haemorrhage ("large blood clot on her right ovary"), genital haemorrhage ("abnormal heavy bleeding"), ovarian vein thrombosis ("right ovarian vein thrombosis") and petit mal epilepsy ("petit maul seizures") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (24jun1997, 28apr2000, 10apr2009), vaginal delivery, migraine type headaches, neck pain, depression, arthritis, cyst removal, regional nerve block and eye operation. Alcohol use and drug use were denied. Previously administered products included for an unreported indication: birth control pill from 2004 to 2009. Concurrent conditions included obesity, deep vein thrombosis, petit mal convulsion, bicornuate uterus and ex-smoker. Concomitant products included medroxyprogesterone acetate (depo-provera) in 2009 for birth control. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and menorrhagia ("prolonged menses"). On an unknown date, the patient experienced ovarian haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), ovarian vein thrombosis (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain") and petit mal epilepsy (seriousness criteria disability and medically significant). The patient was treated with anticoagulant sodium citrate, surgery (unilateral salpingo-oopherectomy and total hysterectomy (uterus and cervix removed) on 13-may-2015). Essure was removed on 13-may-2015. At the time of the report, the abdominal pain had not resolved, the ovarian haemorrhage, genital haemorrhage, ovarian vein thrombosis, dysmenorrhoea, menorrhagia and back pain had resolved and the petit mal epilepsy outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, genital haemorrhage, menorrhagia, ovarian haemorrhage, ovarian vein thrombosis and petit mal epilepsy to be related to essure. The reporter commented: from medical records: on (B)(6) 2009, essure was implanted without complications under general anestesia. The procedure was well tolerated by the patient and there was no blood loss. On (B)(6) 2015, laparoscopic right oophorectomy and vaginal hysterectomy was performed. Blood loss during the procedure was estimated to be about 500 ml. There were no operative complications. Since the essure reversal surgery, plaintiff has reported that some of her symptoms have not fully resolved and that she still experiences pain on her right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41 kg/sqm. Computerised tomogram - in may 2015: a large blood clot on her right ovary computerised tomogram abdomen - on 15-jan-2015: no acute appendicitis hysterosalpingogram - on (B)(6) -2009: total bilateral occlusion, no filling of the tubes (B)(6) 2009: the examination under anesthetic revealed slightly bulky uterus with no adnexal masses. Hysteroscopic examination of the uterine cavity revealed a bicornuate uterus versus a 5ubseptate uterus and both tubal ostia were identified. There were no other abnormalities. No uterine polyp and no sub mucous fibroids. In sep-2013, hysterosalpingogram was performed and the result of which fallopian tubes were fully occluded and the coils were in the proper placement. Concerning the injuries reported in this case, the following one was described in medical records: ovarian vein thrombosis. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new event added- petit maul seizures. Outcome of events updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain and cramping/pain in her abdomen/pain on her right side"), ovarian haemorrhage ("large blood clot on her right ovary"), genital haemorrhage ("abnormal heavy bleeding") and ovarian vein thrombosis ("right ovarian vein thrombosis") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 1997, (B)(6) 2000, (B)(6) 2009), vaginal delivery, migraine type headaches, neck pain, depression, arthritis, cyst removal, nerve block and eye operation. Alcohol use and drug use were denied. Previously administered products included for an unreported indication: birth control pill from 2004 to 2009. Concurrent conditions included obesity, deep vein thrombosis, petit mal convulsion, bicornuate uterus and ex-smoker. Concomitant products included medroxyprogesterone acetate (depo-provera) in 2009 for birth control. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and menorrhagia ("prolonged menses"). On an unknown date, the patient experienced ovarian haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain") and ovarian vein thrombosis (seriousness criterion medically significant). The patient was treated with surgery (unilateral salpingo-oophorectomy and total hysterectomy (uterus and cervix removed) on (B)(6) 2015. Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, ovarian haemorrhage and back pain had not resolved and the genital haemorrhage, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, genital haemorrhage, menorrhagia, ovarian haemorrhage and ovarian vein thrombosis to be related to essure. The reporter commented: from medical records: on (B)(6) 2009, essure was implanted without complications under general anesthesia. The procedure was well tolerated by the patient and there was no blood loss. On (B)(6) 2015, laparoscopic right oophorectomy and vaginal hysterectomy was performed. Blood loss during the procedure was estimated to be about 500 ml. There were no operative complications. Since the essure reversal surgery, plaintiff has reported that some of her symptoms have not fully resolved and that she still experiences pain on her right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41 kg/sqm. Computerised tomogram - in (B)(6) 2015: a large blood clot on her right ovary. Computerised tomogram abdomen - on (B)(6) 2015: no acute appendicitis. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion, no filling of the tubes. (B)(6) 2009: the examination under anesthetic revealed slightly bulky uterus with no adnexal masses. Hysteroscopic examination of the uterine cavity revealed a bicornuate uterus versus a subseptate uterus and both tubal ostia were identified. There were no other abnormalities. No uterine polyp and no sub mucous fibroids. In (B)(6) 2013, hysterosalpingogram was performed and the result of which fallopian tubes were fully occluded and the coils were in the proper placement. Concerning the injuries reported in this case, the following one was described in medical records: ovarian vein thrombosis. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records provided. Patient demographic details added, essure insertion date updated from (B)(6) 2009, new lab data added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain and cramping/pain in her abdomen/pain on her right side"), ovarian haemorrhage ("large blood clot on her right ovary") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2015, the patient experienced ovarian haemorrhage (seriousness criterion medically significant). In 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses") and back pain ("severe back pain"). The patient was treated with surgery (partial hysterectomy, removal of uterus and right ovary on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, ovarian haemorrhage and back pain had not resolved and the genital haemorrhage, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, genital haemorrhage, menorrhagia and ovarian haemorrhage to be related to essure. The reporter commented: essure was implanted without complications. Since the essure reversal surgery, plaintiff has reported that some of her symptoms have not fully resolved and that she still experiences pain on her right side. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in (B)(6) 2015: a large blood clot on her right ovary in (B)(6) 2013, hysterosalpingogram was performed and the result of which fallopian tubes were fully occluded and the coils were in the proper placement. Company causality comment: this litigation report refers to unspecified aged female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009 and reported adverse events including abdominal pain and cramping/pain in her abdomen/pain on her right side, large blood clot on her right ovary and abnormal heavy bleeding (regarded as genital bleeding). She underwent a partial hysterectomy, removal of uterus, right ovary and essure coils on (B)(6) 2015. Genital bleeding and abdominal pain are highly prevalent in women and may have multiple causes. In this case, patient had ovarian bleeding which may have been a contributory role in her pain in abdomen. Neither the etiology of her ovarian bleeding nor information regarding essure coils location during the reported surgery were provided. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process